Event description:
It was reported that following a maxillofacial procedure in which vsp systems devices were utilized, the patient's mandible dislocated and the surgeon plans to do a revision surgery.